Event description:
It was reported the healthcare professional (hcp) was unable to fill the pump. They used fluoroscopy to get an image and confirmed the pump was flipped. It was noted a revision would be done but was not yet scheduled. They plan on putting a mesh pouch around the pump and suturing it back down. The pump was used to deliver morphine. It was further reported the patient was not having any symptoms. When the patient came in, they could not access the port. X-rays were also noted to have been performed. The patient was receiving effective therapy and was not yet able to be refilled.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was doing fine and received effective therapy following the revision. The patient was able to get the pump refilled before it ran empty. It was stated that the hcp ¿tacked it down¿ better.